Event description:
Patient reported receiving a jolt while initiating recharge session. Patient also reported having another infection. Manufacturer advised patient to follow up with physician. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.